Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient has two scs systems implanted and both ipgs were not functional as patient stopped charging the devices since they no longer needed them. Surgical intervention was undertaken wherein the ipg's were explanted.